Manufacturer narrative:
Other relevant device(s) are: awl sharp 9734678 navlock product analysis: cart 9734056 s7 staff shrt 100-120v intl - no device failure awl sharp 9734678 navlock - no device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an awl sharp instrument had a bent tip. There was no patient present at the time of the event.